Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detached issue occurred. It was reported that when trying to remove the transseptal needle from the sheath, the orange hub detached from the vizigo¿ sheath. The physician "popped it back into place" and continued the procedure. The sheath was being used on the patient. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed, and patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 10ml. No adverse patient consequence was reported.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 19-apr-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detached issue occurred. It was reported that when trying to remove the transseptal needle from the sheath, the orange hub detached from the vizigo¿ sheath. The physician "popped it back into place" and continued the procedure. The sheath was being used on the patient. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed, and patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 10ml. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the device was in normal conditions. However, when the dilator was removed, the brim cap detached from the hub. The silicon ring and the hemostatic valve were placed in normal conditions. A microscopic examination of the valve and the silicon ring was performed and no evidence of damage on these parts was observed. Evidence of abrasive damage was observed in the hub, this damage could have provoked the brim cap detachment. All units are inspected prior to leaving the facility to avoid this type of damage. With the available information, it can be concluded that the issue occurred outside the manufacturing environment. A device history record review was performed for the finished device 50000075 number, and no internal actions related to the complaint were found during the review. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The issue reported by the customer was confirmed. The optimal device performance guide contains the following caution: "do not insert a dilator at an angle, as damage to the sheath may occur". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).